Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 425mg/dl to 125mg/dl, hi (greater than 600 mg/dl) to 105mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.